Manufacturer narrative:
Other - the technical team received a short video from the customer. The issue was resolved after restarting the device. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that touch screen display is not working properly. At this time, there is no information regarding harm / serious injury experienced by the patient involved with this reported issue.